Event description:
It was reported that the patient inadvertently had an MRI scan. During the device check after the MRI, it was noted that the ventricular capture thresholds increased 1.5 volts (from 1.0 volt at 0.4ms to 2.5v at 0.4 ms) since the last follow-up 5 months prior. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.